Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 3004209178-2014-89543.

Event description:
It was reported that the insulin pump alarmed motor error and leak in the reservoir during a bolus attempt. The blood glucose reading was 96 mg/dl. No significant events leading to the alarm were observed. The customer's mother stated that he was able to rewind the insulin pump. She also reported that the customer had had diabetic ketoacidosis the day prior, but he did not end up in the hospital. The customer's mother declined troubleshooting for the issue. The customer declined troubleshooting the reservoir leak, which he noted leaked from the bottom; the customer thought that it was caused by the piston hitting the back at an angle. Advised that moisture exposure may contribute to device errors. Advised discontinuation of the insulin pump. Nothing further reported.